Event description:
Boston scientific crm received information that the patient with this right ventricular lead had a perforation and required hospitalization. During the lead revision procedure, after several attempts to reposition the lead, the physician felt tension when trying to extend the helix. The lead was explanted and replaced with another manufactures lead. Upon receipt at our post market quality assurance laboratory, visual inspection noted insulation cuts 29.1 to 30.7cm from the terminal pin. Dried body fluid was noted in the helix housing. Laboratory testing confirmed the helix mechanism was non-functional most likely due to dried body fluid in the mechanism. The helix mechanism difficulty experienced was likely due to body fluid clogging the mechanism during the procedure. The lead was found to be electrically continuous. Laboratory testing cannot confirm a lead perforation.